Manufacturer narrative:
Qc was within specifications during the time of the event. A system check performed on 10/07/2008 resulted within specifications. The customer collects samples in green top gel tubes. The customer reported no issues with hardware, other assays, or other patient results. All accu tni results obtained in this event were within the risk stratification range. There is no indication that service was dispatched for this event. The customer will be sending patient samples to bci for testing. Root cause for this event is unknown and unknowable at this time. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding elevated troponin (accu tni) and ckmb results generated by the synchron lx i725 clinical system for one patient. Three samples collected from a patient gave accu tni results in the range of 0.39 ng/ml - 0.48ng/ml, and ckmb results in the range of 57.8ng/ml-58.8ng/ml when tested on the synchron lx I 725 instrument. Two fresh samples were tested on a different instrument in the customer's lab and accu tnl results of 0.40ng/ml and 0.44ng/ml were obtained. Ckmb results were 58.4ng/ml and 60.9 ng/ml. Based on available information, the patient's samples were also processed in the emergency room on a biosite point of care analyzer and negative troponin and ckmb results were obtained via the alternate methodology. Exact patient results were not supplied. The accu tnl and ckmb results were reported out of the lab and questioned by the physician and pathologist due to the patient having a normal clinical presentation. The patient underwent a heart catheterization procedure.